Event description:
It was observed that during the device evaluation, the subject device adhesive part of the objective lens had peeled off. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, the most likely cause of the "adhesive part of the objective lens peeled off" was stress. The exact root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.